Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: denied gynecological concurrent conditions. Concurrent conditions included epilepsy and overweight. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight increased ("weight increase") and adverse event ("non-specific symptoms"). The patient was treated with surgery (laparoscopic fallopian tubes removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, weight increased and adverse event outcome was unknown. The reporter considered abdominal pain lower, adverse event and weight increased to be unrelated to essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: denied gynecological concurrent conditions. Concurrent conditions included epilepsy and overweight. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight increased ("weight increase") and adverse event ("non-spesific symptoms"). The patient was treated with surgery (laparoscopic fallopian tubes removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, weight increased and adverse event outcome was unknown. The reporter considered abdominal pain lower, adverse event and weight increased to be unrelated to essure. The reporter commented: removal was performed at the patient's request. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.